Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced an issue with infusion set not delivered insulin with insulin flow blocked alarm due to bent cannula. The issue was occurred during therapy. Insulin exits the tubing was noticed. The patient was disconnected the site and remove reservoir from pump. In order to troubleshoot the patient was requested to change the infusion set and reservoir. No further information available.